Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported when she confirmed a bolus recommendation from the meter, the pump did not fully deliver the bolus that was recommended. Customer stated the pump stopped suddenly and did not deliver the last two units of the bolus; was able to deliver them manually. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The device was discarded in error by the manufacturer prior to evaluation of the device. Device discarded.